Event description:
It was reported that during a robotic prostatectomy procedure, the clips were slightly scissoring. They continued to use the device to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4) returned empty. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. However, the application of an incorrect/excessive torque to the jaws during instrument use creates a misalignment of the tips that may lead to malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process